Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test and unexpected error test. However, the insulin pump alarmed motor error during rewind due to broken motor slide tip. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Customer was trying to change infusion set with the reservoir and when they unwound the reservoir, internal part was stuck inside of insulin pump. The customer's blood glucose was 103mg/dl. Customer rewound pump and attempted to do the fill tubing sequence to see if the reservoir could be removed and it was unsuccessful. Customer was unable to get out of rewind due to the reservoir being stuck in there. Customer declined troubleshooting for the motor error as she stated there is no need to as the pump was not working. Advised the insulin pump will need to be replaced and discontinue us of the pump.